Event description:
Estimated date of incident (B)(6) 2023 on (B)(6) 2023 it was reported: custom made hearing aid shell broken. No harm to the user or property has been reported. No further follow up is available.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation pending to be submitted in a follow up report. On follow up: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: broken shell was reported. It was confirmed that the hearing aid had fallen out of the client's ear and smashed on the floor. No damage was done to her ear as the client didn't wear it at all. No harm reported. Device history record shows no deviation or changes during manufacturing of the device. Device investigation clinical conclusion is that the incident did not cause harm to the user. Despite testing against requirements for construction, there is still risk that a hearing aid may be damaged and potentially broken due to unexpected external mechanical force beyond typical use. Should a hearing aid break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the hearing aid is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid. Risk register reference: the risk is known, considered in the risk analysis and deemed to be acceptable. Due to these recent occurrences, the issue is being trended and will be assessed continually. Device investigation concluded: a itc hearing aid has been returned due to the shell being broken. A large crack has formed from the tip of the hearing to the faceplate, with a large part of the tip being detached. An inspection of the surface along the crack shows no signs of any defects within the plastic. At no point along the edge of the crack is the thickness of the shell less than required according to 0265500rj modelling guidance. The failure of the shell is not due to or made easier by the shell construction. Though, the hearing aid is still prone to being dropped and other external factors that could easily crack the shell. Based on the above information the case is still considered not reportable as the event / incident did not lead to, or might led to, death or a serious injury. Coding changes: crack has been deleted trend analysis since actual device investigation has been performed. Manufacturer's investigation is final. This is a final report.

Manufacturer narrative:
Manufacturer's ref (B)(4). Investigation pending to be submitted in a follow up report.

Event description:
Estimated date of incident dec2023. On 18dec2023 it was reported: custom made hearing aid shell broken. Follow up information requested, but not yet received.